Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified flat creases, brown particles, and no openings found. Leak test and microscopic analysis fill inspection were performed and identified no blockage in the valve. Based on the device analysis the final assessment no observations found related with the complaint reported by the physician, and no issues found related with the manufacturing process. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, and deflation.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Additionally, healthcare professional reported right side "spontaneous deflation". Device has been explanted.